Manufacturer narrative:
It was reported that the internal leakage test, pressure transducer test and flow transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the air gas module was detected as faulty and its replacement is necessary to resolve the issue. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The defective part nor device's logs were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #:(B)(4).

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).